Event description:
A malfunction occurred, identified as malfunction code 12. Customer's blood glucose was 13.9 mmol/l. Technical support provided instructions for resetting the pump, and the customer successfully reset it without the code recurring. The customer was advised to continue using the pump and to contact support if the issue reappeared.